Manufacturer narrative:
On 17-dec-2021, the device evaluation was completed. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the malfunction were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 30, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device, and paperwork received with the device, the following information has been updated on this form: catalog number under field d4 has been updated to "3507385mc" lot number under field d4 has been updated "to 9553697" unique identifier( UDI) under field d4 has been updated to "(B)(4)" date of explant under field d6b has been updated to (B)(6) 2021 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side doubling in size as compared to the left. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and experienced right side doubling in size as compared to the left postoperatively diagnosed in the office. As a result, the patient will undergo unilateral replacement surgery with mentor gel device on (B)(6) 2021.